Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer tested out of specification as the component of the overlay was broken. It was also noted that the customer's comments regarding a noisy system fan and software missing from the model select window was confirmed. The power cord bay was broken. The serial number label and agency approval label required replacement. The keyboard slide cover was missing. The keyboard was missing , the keyboard rail cover was missing. The handle covers were cracked the left and right keyboard hinges were broken. The lower case handle was broken. The stylus tip was loose, however the stylus was functional -replaced stylus. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer which returned into service subsequently tested out of specification during manufacturer assessment. There was no patient involvement.